Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during implant of the left ventricular (lv) lead, the physician had difficulty advancing and removing the .014 wire from the lead, as it felt like it was getting stuck. The physician wondered if the diaphragm that allows the wire in the lead could become deformed with multiple insertions and removals. The lead was able to be implanted successfully and remains in use. No patient complications have been reported as a result of this event.